Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review the event history log and service history log revealed no issues that could have caused or contributed to the reported issue of home patient passed away. The device passed both the returned instrument test evaluation electrical test and function test. The device met performance specifications. There was no failure or malfunction identified that could have caused or contributed to the home patient passing away. Baxter has conducted a trend review. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) died due to an unknown cause. The caregiver (cg) contacted a baxter technical service representative (tsr) to request assistance in unloading the cassette during pd therapy on the homechoice (hc) device. The hp was being taken to the hospital to be put on morphine. The tsr assisted the cg to open cassette and unload the cassette to end pd therapy. One day later the hp passed away due to an unknown cause.

Manufacturer narrative:
(B)(4).